Event description:
Meter does not countdown. A control solution test was done three times, but all those tests did not countdown as well. This issue was not resolved with troubleshooting. Serial number of meter was not provided.